Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the france. On 27-dec-2023, it was reported that the product did not adhere sufficiently, and the patient had to change it earlier than the expected 7 days. No further information available.